Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did meter to lab comparison test, 30 minutes apart, capillary and venous. The reading on his meter was 124 mg/dl, and the lab test result was 179 mg/dl. He did not have any symptoms. During troubleshooting, he stated that he had been using alcohol to clean the meter. On follow-up, the lifescan representative reviewed testing procedures with the reporter.